Event description:
It was reported, a low morphology score was observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed, however, the low morphology scoring was still present. No additional intervention has been performed. The patient was stable and will continue being monitored.